Manufacturer narrative:
E1: initial reporter phone no.(B)(6). H11: the device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion test, 21.7" was not reproduced. The device was sent for downstream occlusion testing with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor calibration values out of specification which is a known contributor to the reported problem. The force sensor no-tube and force sensor scale factor required calibration to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed the downstream occlusion test at 21.7 psi (pounds per square inch). This occurred during testing thus no patient was involved. No additional information is available.